Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm previously treated with valiant stent grafts. It was reported that there was a distal type I endoleak. The physician attempted to get distal seal. The vessel was very tortuous at the landing zone above the sma. The physician implanted three valiant stent grafts however; due to the short landing zone and tortuosity in the aorta the distal type I endoleak was unable to be resolved. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).